Event description:
On the (B)(6) 2022, the customer from south korea reported that there was difficulty with reagent drop during staining. The fse provided remote assistance to tighten the syringe as the issue was caused by a loose syringe. The instrument was fully operational and available for the user. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.